Manufacturer narrative:
During the preventive maintenance (pm), the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause for the observed failure was a defective load cell, likely due to a defective component or mishandling such as a drop. Visual inspection revealed a bent battery lock, likely attributed to user mishandling. The damaged part needs to be replaced to address the observed physical damages. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test due to defective load cell 1. The load cell needs to be replaced to address the observed failure. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance (pm) on (B)(6) 2021, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.